Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 5 years ago with blood glucose of 27 mg/dl at the time of the incident, and before that 6-7 years ago with unknown blood glucose levels. The customer refused the paramedics care. The customer used orange juice to treat their 27 mg/dl level. The customer experienced symptoms such as seizures the customer was wearing the insulin pump during the incidents and was driving on one occasion. Troubleshooting was not completed as the customer switched to a competitor's pump. Customer nearly died when level dropped to 27 mg/dl. The insulin pump will not be returned for analysis.